Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The alarm for a compromised force sensor system could not be confirmed due to the motor error alarm. The insulin pump passed the displacement test, self test, and reset error test. The operating currents tested within specifications and the insulin pump passed the off no power test. The insulin pump was received with a broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window, missing end cap sticker, and minor scratches to the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The doctor of a customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.